Manufacturer narrative:
Information was received via clinical study. The following sections could not be completed with the limited information provided. Date explanted ¿ na.

Event description:
It has been reported that following a total knee arthroplasty, radiolucency was noted on the medial-tibial plateau of the patient's left knee.

Manufacturer narrative:
Information resulting from CT scan and bone scan evaluations were provided, confirming the issue reported. The CT scan evaluation provided states that impressions were that the knee is in normal alignment with mild radiolucencies noted about the tibial stem with the remainder of the plate being well approximated. The bone scan evaluation stated that the images indicated increased activity around both the femoral and tibial components. It was indeterminant whether this activity was due to loosening or possible infection. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.